Manufacturer narrative:
The pump passed the displacement test, sleep current measurement, active current measurement and self test. All currents within spec range. The pump was monitored and no unexpected power loss alarm noted during testing. However, pump error 63 alarm was confirmed in pump history file due to broken trace at u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump received replace battery now alarm. The customer stated that they received a low battery alert prior to the replace battery alert or replace battery now alarm. The customer stated that he used the suspend before low or suspend on low cgm feature. The customer stated that this was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The device will be returned for analysis.